Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6), 2014. According to the complainant, during the procedure, the laser emitted light from the blue coated sheath of the fiber after 10-15 pulses. The procedure was completed with a different laser fiber. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was bright, clear, and round. Effective transmission measured 92.0%. No abnormalities were found with the device. The condition of the returned device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the laser emitted light from the blue coated sheath of the fiber after 10-15 pulses. The procedure was completed with a different laser fiber. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.